Manufacturer narrative:
As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this atrial lead was capped and surgically abandoned due to out-of-range pace impedance measurements, high pacing thresholds and lack of sensing. The lead was replaced with another model lead, secondary to the scheduled replacement of the associated cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.